Manufacturer narrative:
Blood was observed on the adhesive pad. No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The cannula assembly of the device was inspected for any manufacturing deficiencies that could cause bleeding/bruising. No issues were found. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cause of the reported bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported bent cannula, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while the patient was sleeping. Patient woke up feeling sick and tired. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. There was blood all around the site as well. The patient then went to the hospital. There the patient was treated with a saline flush. Patient was released 3.5 hours later.